Event description:
It was reported that the patient experienced double vision, confusion, difficulty expressing thoughts, and incomplete verbal communications. The catheter was clogged and there was a reported "spinal leak". The pump system was being used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional reported information indicated that there was a leak around the catheter, at the dura, in the distal (spinal) segment. The patient experienced a headache. A catheter revision occurred. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8590-9 lot# n305922, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).